Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in an unspecified vessel, a 3.5x12 rx promus stent delivery system was advanced through a previously placed stent. The stent delivery system was pulled back and removed from the patient, and it was noted that the stent struts were lifted and the stent was fractured. It is unknown if resistance during advancement or retraction of the device was felt. The target lesion was treated with another same device successfully. There was no clinically significant delay in the procedure. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the promus stent delivery system (sds) noted blood and contrast visible on the outer member, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers. There were flared struts on the distal end of the stent implant, confirming the reported stent damage. There were no fractured struts noted to the stent implant as reported. There was a kink in the hypotube shaft 70.5 centimeters proximal to the guide wire exit notch. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Factors that can contribute to stent damage include, but are not limited to, manufacturing, removal of the protective sheath, handling of the product, or interaction of the sds with accessory devices or anatomy. To help ensure this type of event is not the result of a product deficiency, all sds are 100% visually inspected online for stent damage, including at the point that the protective sheath is placed over the balloon. Considering the extent of the damage (flared), it is unlikely that this was a pre-existing condition as the protective sheath would not have fit over the stent implant. It is likely the damage occurred during advancement through the previously placed stent. It should be noted the promus instructions for use states: although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.